Manufacturer narrative:
Other text: additional information: b5 and h6 - health effects codes.

Event description:
Additional information was received confirming the event and event date is unknown and there was no patient harm or injury.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device evaluation: one device was received. Visual inspection inside of the device noted the chassis screws and nuts were missing and the chassis was bent out of shape. Other visual inspections noted it also had a cracked tank cover, faulty pump, and damaged micro switch. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The device was leaking water from the reservoir confirming the customer complaint. The root cause was due to suspected impact damage. A manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. Replaced the pump, tank cover, micro switch, and chassis. Also replaced the o-rings in the interlock block and the block shelf. The device worked fine with a temp check but alarmed when a disposable was attached. Performed preventative maintenance (pm). Device passed all functional and delivery tests.

Event description:
It was reported that the case was leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.